Event description:
This is a case report received on 27 jan 2010 by (B) (4) from (B) (6) hospital, (B) (6). It was reported that on (B) (6) 2010 a patient died of peritonitis. She was using the homechoice (hc) machine. The nurse reported this event during a visit by the sales representative to (B) (6) hospital, (B) (6). Peritoneal dialysis (pd) was initiated during the week between (B) (6) and (B) (6) 2009. Pd treatment was started without any issues according to the nurse "she never had a well functioning catheter like this one." On (B) (6) 2010 the patient had been disconnected from the hc and the effluent was clear. During the morning of (B) (6) 2010, the patient started complaining of abdominal pain and the peritoneal effluent was extremely cloudy. Analysis of effluent was done with a culture and sensitivity. The effluent was found to have pseudomonas aeroginosa. A swab had been taken from the exit site that was negative. Treatment for the peritonitis was started and consisted of cefacidal 1.5 gr and amukin 120 mg. During the day patient got worse and died on (B) (6) 2010.

Manufacturer narrative:
(B) (4).no sample available, batch number unknown. Device was not returned.